Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was not able to achieve an erection, which led to a surgical intervention. During surgery, a tear was noted in the tubing that connects the pump to one of the cylinders; therefore, the entire ipp was removed and replaced. No additional patient complications were reported.

Manufacturer narrative:
The implant date, lot number, manufacture date and, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.